Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 4000 c (311) stand alone system. The initial sample values were reported outside of the laboratory. The results were questioned after results from a second sample collected from the patient failed a laboratory delta check. The sample was repeated on the same analyzer and also a cobas integra 400 plus. The sample initially resulted with an na value of 158 mmol/l, repeating as 144 mmol/l. The sample was repeated on the integra 400 plus, resulting with an na value of 143 mmol/l. The sample initially resulted with a k value of 5.1 mmol/l. The sample was repeated on the integra 400 plus, resulting with a k value of 4.5 mmol/l. The sample initially resulted with a cl value of 119 mmol/l, repeating as 108 mmol/l. The sample was repeated on the integra 400 plus, resulting with a cl value of 108 mmol/l. The na, k, and cl electrode lot numbers and expiration date were requested, but not provided.

Manufacturer narrative:
The results from the integra 400 plus analyzer were believed to be correct. Control recovery was acceptable. The field service engineer adjusted sodium hydroxide dispense volume, adjusted the rinse arm assembly, and checked the sodium hydroxide concentration. The cuvettes were replaced and cuvette aspiration was checked. Sodium hydroxide concentration and cuvette aspiration were good. Precision studies were performed. The customer ran controls and these passed. The investigation determined the service actions resolve the issue.